Event description:
The site reported that a foley balloon leaked while inside a pt. The catheter was replaced and the treatment completed. No pt injury was reported. This event is being reported as a similar event could result in a serious injury.